Event description:
The customer reported that a pt became apneic and experienced a lift threatening event, requiring resuscitation for 5-7 minutes.

Manufacturer narrative:
The customer reported that a pt became apneic and experienced a lift threatening event, requiring resuscitation for 5-7 minutes. We will consider this to represent a serious injury. Though the customer stated they did not get an apnea alarm, the strips and logs show that the vifib/tach alarm occurred at 03:11, which was before the monitor detected apnea, therefore, no delay in treatment occurred. The vfib/tach was responded to by staff when it occurred. The fse has indicated that on arrival, the respiration alarms were off for this bed, which would prevent respiration alarms of any kind from being annunciated. This is the default configuration at this hospital. Post incident testing found the device alarming on command. The available info does not support that a device malfunction occurred.